Manufacturer narrative:
The device was not returned for evaluation. The application specialist and the doctor confirmed the settings were correct and tested the vitrectomy. The reported issue was not duplicated. The lot history, trend analysis, risk analysis, and directions for use review were considered acceptable, with the product performing within anticipated rates. No remedial, corrective, preventive, or field safety corrective action is required. The investigation is complete.

Event description:
A user facility in (B)(6) reported that during surgery the aspiration did not work with the anterior vitrectomy. A new vitrectomy was tried and the aspiration still did not work. The procedure was prolonged by two (2) hours and additional anesthesia was required. The patient was transferred to another hospital to complete the surgery. The patient is currently recovering.